Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that an artificial urinary sphincter (aus) pump malfunctioned yesterday during a procedure. The pump failed to cycle properly during the test phase at the conclusion of the procedure. No harm to the patient, and the patient is doing well.